Event description:
It was reported that the inserter would not hold the trocar tip which came loose in the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, lmc/mmc rod simulation gage g0836 used to verify proper retention. The mmc conditions properly retained; the lmc gage was not retained. The above observations, in addition to the lot code is consistent with anticipated wear of the instrument.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.